Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead complained of pain at the pocket. The patient insisted the removal of the device. The rv lead was explanted. All the leads and device tested within normal limits and there was no indication of infection. No additional adverse patient effects were reported.